Event description:
A female patient was undergoing a laprascopically assisted vaginal hysterectomy, and posterior repair with a pubovaginal sling. The handle broke in the middle of case. The device was removed from field and replaced with new open forceps. The surgery was completed without further incidence.